Event description:
It was reported that when using the bd pyxis¿ es server, the cmh had 23 devices that were not communicating with the server. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-nov-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the customer confirmed that the warning for 23 devices was not communicating had cleared. The only remaining warning was a reporting data delay, which was confirmed on the server and with pharmacy operations. All systems were functioning as designed. Or5 devices were showing offline at the device, but communication with the server was confirmed. The technical support specialist (tss) confirmed with customer that the issue was resolved. The system functioned as intended after the technical support specialist investigated the issues of the device.